Event description:
Procedure type: sigmoid resection. According to the reporter: after firing, the instrument could not be removed out of the intestine without a problem. With laparoscopic control, it was realized that the laparoscopic control, it was realized that the anastomose followed the movements of the instrument. This showed that the circular scalpel did not cut fully. The stapler was removed out of the intestine with sight control and constant pulling, until the not fully cut tissue tore. To be safe, the anastomosis was sewed manually and a supporting stoma was made. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).